Event description:
The customer reported that results from two patient samples obtained from two individual instruments ( ¿patient a¿ was obtained using a vitros 5600 integrated system and patient b was obtained from a vitros 5,1 chemistry system) were mis-associated with the incorrect patient name and demographics. Mis-associated patient demographics may lead to inappropriate physician action. The affected samples were not reported out of the laboratory as the customer identified the discrepancies prior to reporting. There was no report of patient harm as a result of this event. This report is number two of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).

Manufacturer narrative:
The investigation determined that results from two patient samples obtained from two individual instruments ( ¿patient a¿ -obtained using a vitros 5600 integrated system, and ¿patient b¿ -obtained from a vitros 5,1 chemistry system) were mis-associated with the incorrect name and demographics. Based on the information available, the assignable cause of the event was determined to be user error as the customer entered the incorrect sample identification number (sid) when manually programming the patient sample on each of the instruments. Both vitros 5600 integrated system and the vitros 5,1fs chemistry system were operating as programmed and as intended; no malfunction occurred. The assignable cause of the event was user error.